Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 18f ce manta was deployed for closure. The manta was deployed; however, hemostasis was not achieved. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include failed hemostasis requiring manual or mechanical compression, application of balloon pressure, placement of a covered stent or surgical repair. The physician chose to explant the manta device. During the surgical intervention, the manta device was seen in the correct position from the anchor upwards, however, according to the physician's opinion, the collagen did not appear to be properly folded or of the correct size to cover the arterial access site. The root cause of the delivery of implant not effective in creating hemostasis requiring surgical cut down is possibly due to the collagen not being large enough to amass the puncture hole. Other patient conditions are also possible root causes. However, due to insufficient information regarding the initial and deployment procedures, what type of intervention was performed, patient condition, no angiograms submitted for investigative purposes, no device return, and no response after multiple attempts for further information a root cause cannot be determined.

Event description:
As reported: evar procedure was carried out by physician and team. He reported the following: I had failed hemostasis despite successful deployment. On removing the device everything was in the right place from footplate upwards but the collagen plug simply did not seem properly folded or of the correct bulk to cover the entire arterial defect. Received requested information on october 8th, 2021 that an adverse event was associated to this complaint. After multiple attempts for information. There was medical/surgical intervention performed to obtain hemostasis as a surgical cutdown. Successful hemostasis achieved by extraction of the vcd and sutured closure of the cfa; patient went home without complications. Bmi -23.6. Left cfa. Ultrasound used measured depth was 3cm heparin given as standard procedure protime given as standard procedure